Event description:
An attorney reports that a patient had surgery in 2001 using the microkeratome that resulted in thick flaps. Current status of the patient is not known. Additional information has been requested.